Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose (bg) was 358mg/dl. Reportedly, the customer changed the pump supplies to resolve the issue.